Event description:
An optometrist reported pt with dry eyes at one month photorefractive keratectomy (prk) post-operative visit. Reporter indicated "pt happy with vision, trouble opening eyes in morning due to dryness, little relief with artificial tears and artificial tear ointment". Pt was prescribed cyclosporine ophthalmic solution for use three times a day. At visit pt complained of "trouble opening eyes in morning due to dryness, pain greater in right eye than left in morning." Additional info has been requested. This report is for the left eye, and additional report will be filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).